Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained rv oversensing episodes. Review of electrograms showed p-wave oversensing. High capture threshold, decreased pacing lead impedance, and decreased sensing were noted. Lead dislodgement was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacture, no medwatch form was received. (B)(4).